Event description:
It was reported that the pixel was prepped and advanced over another company's guide wire. There was some resistance encountered when advancing to the "rhv", and it was noted that the tip of the stent delivery system had come off and was on the guide wire. The stent delivery system and the tip were removed, and another pixel was used to treat the patient. There was no patient injury reported.